Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issue with their monitor. The manufacturer representative was able to troubleshoot over the phone with the site. No patient was present at the time of the event. Update from the manufacturer representative (rep) stating that the issue with the monitor was that it intermittently coming on and then going black. Troubleshooting included calling technical services and them asking if the rep was seeing no signal and the rep stated that the screen was black.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733623, lot/serial #: (B)(4). The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When connected to a known good system the returned monitor did not display an image. The monitor could be heard to power up, but the display was blank. An electrical failure was observed. (B)(4). The surgeon cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable has no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. (B)(4). If information is provided in the future, a supplemental report will be issued.